Event description:
A pt of unk gender and age presented fo an angioplasty procedure. During the procedure, after the pta balloon was inflated, the pta balloon ruptured. There is no reported harm or injury to the pt due to this event. The reported device has been returned to the MFR for eval.

Manufacturer narrative:
Returned for eval a pta balloon catheter. A visual review of the catheter noted a vertical tear in the balloon. The customer's reported complaint description is confirmed. A definitive root cause cannot be determined, although, a possible contributing factor could be if the balloon was inflated beyond the rated burst pressure. Another potential root cause could be due to handling after the device left the mfg facility. During the balloon sub-assembly process, samples are subjected to fatigue and burst testing at both the start of the order and the qa aql inspection. The instructions for use, which is supplied to the end user with this catalog number contains the following statements: "caution: do not exceed the rated burst pressure. A syringe with pressure gauge is recommended to monitor pressure. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. In pta, the dilated balloon should not markedly exceed the diameter of the vessel lying just proximal to the stenosis. Do not use air or any gaseous substance as a balloon inflation medium in pta. Use only a 10ml or larger syringe for inflation. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).